Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) during drain 1. The technical service representative (tsr) advised the homepatient (hp) to discard the supplies and start over with new supplies or finish with manual supplies. Follow up with the hp revealed that she did not observe any holes or leaks in the supplies when the alarm occurred. The patient confirmed that her transfer set was not replaced and that antibiotics were not given. The patient stated that she discarded the supplies and resumed therapy with new supplies. The patient further stated that her therapy was going well. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available, it was discarded. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).